Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The pt has undergone several abdominal surgeries including cesarean sections and a hysterectomy. Also stated is a previous hernia repair and lysis of adhesions. The medical records indicate that the ventralex mesh was infected, however, there were no culture reports provided to confirm the presence of an infection. Although there is no indication the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2008 - pt underwent repair of ventral hernia with ventralex mesh. On (B)(6) 2011 - pt underwent exploration of the umbilicus, a deep abscess was noted and debrided. Partial removal of ventralex mesh. On (B)(6) 2011 - pt underwent wound exploration and removal of remaining ventralex mesh.